Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Correction provided in b.3., d.4. And h.4. One opened phacoemulsification tip (phaco) in a glassine envelope was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken across the air bypass (ab) hole with a jagged edge. The phaco had even wall thickness. There was wear on the threads, back of the flange and on the nut corners that was consistent with use. The visual inspection of both returned pieces of the phaco tip for an occlusion was found to be conforming, as no occlusion was observed in the inner diameter (ID) of either piece. A functional flow check for occlusion was performed and deemed conforming. A good flow exiting the phaco was observed. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of a pak label, the reported product and lot information is confirmed. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. The complaint evaluation does not confirm the report of the phaco tip aspiration failure. The returned sample was found to be conforming for all visual and functional testing associated with the reported event of occlusion. No action was taken for the report of occlusion as the sample was functionally conforming. The exact root cause for the reported issue of broken/cracked phaco cannot be determined from this evaluation, therefore, no specific action with regard to this complaint was taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that phaco tip was broken while in the patients eye during cataract procedure. Aspiration was poor. The broken tip were removed. The procedure was completed with a new tip. There was no harm to the patient.